Manufacturer narrative:
(B)(4). The warmer head casing of the complaint iw910jeu mobile infant warmer is currently en route to fisher & paykel healthcare's ('fph') service center in the (B)(4) for inspection. Photographs of the affected warmer head were forwarded to fph in (B)(4) for initial assessment. From the event description and photographs, this appears to be a known problem of incompatible cleaning solutions reacting with the plastic of the warmer head casing and causing it to crack over time. The subject infant warmer is approx 4 years old. Fph has made further inquiry into the type of cleaning solution used by the hosp when cleaning their infant warmer units. Fph's infant warmer cleaning instructions has always identified chemicals to avoid such as hydrocarbons, ammonia, amines and aqueous alkaline solutions. We have since revised our infant warmer cleaning instructions recommending specific proprietary cleaning wipes. We will provide a follow-up report upon receipt of the info requested and completion of our examination of the complaint device.

Event description:
A hosp in (B)(6) reported to fisher & paykel healthcare's branch office in the (B)(4) that the warmer head casing of an iw910jeu mobile infant warmer was cracked. No pt consequence was reported.